Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt suffered from a constant epileptic crisis while awake. The pt has been implanted bilaterally. The brain region needed to be evaluated and was just behind the implant area and would be affected by dark MRI artifact. As no other diagnostic tool other than MRI was available to observe the bilateral temporal epilepsy prior to neurosurgery, on (B)(6) 2011, both cochlea implants were explanted, to enable a bilateral high resolution MRI of both temporal lobules.